Event description:
Reporter indicated that a vns pt had experienced four seizures in one day, which the pt believes may have been due to external stress and events. The pt also mentioned that he was concerned that his generator may be nearing end-of-service. A battery life calculation estimated approx. 0.9 years of battery life remaining. Follow up with the pt's physician revealed that the number of seizures experienced during that one day was above the pt's pre-vns baseline. It was reported that the pt has done well with vns therapy and that he usually experiences an increase in seizures due to stress.